Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s pacing impedance has been rising since implant. It was noted that the physician knew about this and discussed with the patient that the lead would be removed and the patient¿s next battery change. The rv lead has been explanted and replaced. No patient complications have been reported as a result of this event.